Event description:
Asr revision; asr - right; reason(s) for revision: pain.

Manufacturer narrative:
Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Event description:
The product revised was an asr xl femoral head.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision, asr - right, reason(s) for revision: pain. Acetabular cup was implanted (B)(6) 2005 and is reported on (B)(4). Update: amended implant date and added product. Received: (B)(6) 2013. Please note the cup (product 3) was implanted (B)(6) 2005. Xl products 1 and 2 were implanted (B)(6) 2010, exact date not provided. All were revised (B)(6) 2012. Update received (B)(6) 2014. Legal document added.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Update 12 nov 2015: rec'd updated legal letter from (B)(6), added implant hospital - (B)(6), patient sex and expiry dates/mw fields.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision. Asr - right. Reason(s) for revision: pain. Acetabular cup was implanted (B)(6) 2005 and is reported on (B)(4). Update: amended implant date and added product. Received: april 23rd 2013. Please note the cup (product 3) was implanted (B)(6) 2005. Xl products 1 and 2 were implanted (B)(6)2010, exact date not provided. All were revised (B)(6) 2012. Update received 26th june 2014. Legal document added. Update received 21st august 2014. Lot numbers added. Manufacturing dates added. Update received 2 sept 2014. Doi confirmed. This com is to be closed to CAPA due to the reasons for revision falling within the CAPA remit and off label use of a competitor stem update 24 mar 2015 email from (B)(6) - we have removed the revision surgery dated (B)(6) 2012 from revision tab in e-claims, because the hcp informed us that the revision surgery was not performed.

Manufacturer narrative:
Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint : asr revision. Asr - right. Reason(s) for revision: pain. Acetabular cup was implanted (B)(6) 2005 and is reported on (B)(4). Update: amended implant date and added product. Received: april 23rd 2013. Please note the cup (product 3) was implanted (B)(6) 2005. Xl products 1 and 2 were implanted (B)(6) 2010, exact date not provided. All were revised (B)(6) 2012. ***update received 26th june 2014. Legal document added.*** ***update received 21st august 2014. Lot numbers added. Manufacturing dates added. ***update received 2 sept 2014. Doi confirmed. This com is to be closed to CAPA due to the reasons for revision falling within the CAPA remit and off label use of a competitor stem.